Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding an unspecified trifuse set that experienced separation during use. It was reported that the small bore trifuse set failure, the tubing broke off distal to red port. The event occurred on (B)(6) 2025 during patient use. The affected area/location was on h4b. There was patient involvement and no human harm.

Manufacturer narrative:
Investigation summary: received one (1) used. List #unknown, trifuse set with back check valve; lot #unknown. The male luer was observed to be broken on the set. The reported complaint of a broken set could be confirmed. The returned sample was observed to have a broken male luer. The break had a smooth fracture on one end and a jagged break on the other and is consistent to an unintentional bending force during use. A device history record lot # review could not be conducted because no lot number(s) was/were identified.